Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient underwent surgery for the implant of a permanent scs system. It was reported that during the procedure, the physician was unable to pull the stylet out of the lead. The physician then decided to explant the lead, and the stylet handle allegedly broke when he attempted to remove the stylet. It was reported the lead had kinks and all impedances measured invalid. A new lead was opened and implanted, and the case was completed without further issues.